Event description:
It was reported that a home patient (hp) felt overfull during dwell two of five on a homechoice (hc) machine. The hp stated that they were fine but the hc would move to fill before completely draining. The next cycle, the machine would drain off 2l more than the hp?s fill volume of 1700ml. This drain met criteria for increased intra-peritoneal volume (iipv). The technical service representative (tsr) arranged to swap the hc and advised the hp to have the registered nurse (rn) raise the drain percentage. During follow up with the rn, the rn stated that the hp's therapy had been going fine with the new hc. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The device passed electrical and functional testing. A short simulated therapy was performed with no issues. The pneumatic system was tested and all pressures were found to be correct and stable. An internal inspection was performed and found no issues. A review of the event history log of the device found nothing related to the reported issue. A review of the service history revealed no failures or problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. The reported issue could not be duplicated or confirmed. A review of the device history will be performed. Should any new relevant information result from that review or be received by other means, a supplemental report will be submitted.